Event description:
As reported by an affiliate, a pt experienced two thrombotic events. The target lesion was located in the mid right coronary artery (rca). The lesion was a de-novo, concentric, thrombotic total occlusion with diffuse stenosis. The vessel length was 29.2mm and the vessel diameter was 2.97mm. The indication for the procedure was an acute myocardial infarction. A 3.0 x 18mm cypher was implanted by direct stenting at the distal portion of the mid rca at 16atm for 40sec. Then a 3.0 x 13mm cypher was implanted at 16atm for 40sec proximal to the first cypher and overlapping it. Post-dilation was not conducted. The residual stenosis was 25%. Heparin, 8,000 units was administered during the procedure and aspirin and clopidogrel were administered post procedure. Timi flow was 0 before the procedure and 3 post-procedure. Approximately four hours post-treatment, the pt complained of chest pain. Angiography was conducted and thrombus was observed from the proximal edge to inside of the implanted cyphers in the mid rca. To treat the thrombus, aspiration was conducted and a thrombolytic agent (monteplase 400,000u) was administered. Afterward, angioplasty with a 3.0 x 15mm hiryu balloon catheter was conducted and a 3.5 x 30mm tsunami bare metal stent was implanted proximal to the 3.0 x 13mm cypher and overlapping it. Additionally, a 3.0 x 30mm tsunami was implanted inside the implanted cyphers. The residual stenosis was 25%. Approximately one week later, the pt had no symptoms, but follow-up angiography was conducted and thrombus was observed from the proximal rca to inside of the implanted bms and cyphers. To treat the thrombus, aspiration was conducted. A week later, the pt was discharged from the hospital. According to the physician, the possible cause of both thrombotic events was stent under-expansion.

Manufacturer narrative:
This cypher product (cjs) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). This is one of two products involved with this adverse event in which the associated manufacturer report number 9616099-2009-01654. Additional info will be submitted within 30 days of receipt.